Event description:
It was reported that the customer's insulin pump was unable to perform a manual prime. The customer was pressing the act button continuously and the numbers were not appearing on the screen. The customer performed an infusion set change and tried different reservoirs. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Pump unable to prime during prime/force sensor system due to faulty force sensor resistor. Pump received with cracked display window corner, battery tube threads, reservoir tube, reservoir tube lip, belt clip slot, scratched lcd window and missing end cap sticker.